Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed. The field service engineer replaced the drawer controller board and the printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height cubie drawer 2.1 failed and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed and was unable to retrieve the medication for a patient. A field service engineer replaced both drawer controller board and the circuit board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height cubie drawer 2.1 failed and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.